Manufacturer narrative:
Since the flashback is initially present and then lost, this may be a user technique issue rather than a device malfunction issue. The MDR filed conservatively for the catheter damage, but more than likely this is a use error result of the reinsertion attempt by the customer as described in the event details/problem and not a device malfunction.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter becomes damaged. The following information was provided by the initial reporter, translated from spanish to english: I hereby report the novelty presented by the client with the product intravenous catheter no 20x1 1/4 unit as follows: "the product in the use is fired and makes lose the vein, it is necessary to re-canalize the patient". Add info received, (B)(6) 2024 has there been any harm to the patient/healthcare professional? Yes, extravasation - tissue damage - multipunctures. ¿ was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? No ¿ has there been exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken (detail). No ¿ could you explain in detail how the procedure was carried out? 1. Hand washing is performed. 2. The vein to be cannulated is located and the appropriate helmet is chosen. 3. The tourniquet is placed 4-5 cm above the puncture point. 4. It is massaged over the area to be punctured to promote venous filling. 5. The limb is placed in decline to also favor venous filling. 6. The antiseptic is applied to the area in circles from the inside out and allowed to dry. 7. The gloves are put on. 8. The catheter is held with the dominant hand and the protector is removed. 9. The vein is fixed, making downward traction. 10. The catheter is inserted with the bevel upwards at an angle of 15-30°, depending on the depth of the vein. 11. It is punctured slightly below the point chosen for venipuncture and following the trajectory of the vein. 12. Check that the catheter is in the vein for the appearance of blood return, loosen the tourniquet, gently remove the mandrel and simultaneously. Introduce the catheter. (In the cases reported, there is little blood return, and at the moment of extracting a little of the mandrel, the return is lost, for this reason new search for return is attempted and this is no longer obtained; for this. Reason it is decided to remove the entire mandrel and the catheter, showing the catheter already broken or, in its absence, the flowed tip, generating extravasation, multipuncture and tissue damage).

Manufacturer narrative:
Additional information received: patient grid updated information added to tab b.

Event description:
Additional information: has there been any harm to the patient/healthcare professional? Yes, extravasation - tissue damage - multipunctures. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? No was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what steps were taken. (Detail) no what medication was being administered? Failed to administer medication because the device was damaged at the time of insertion. Could you explain in detail how the procedure was carried out? 1. Hands are washed. 2. The vein to be cannulated is located and the appropriate yoke is selected. 3. The tourniquet is placed 4-5 cm above the puncture site. 4. The area to be punctured is massaged to promote venous filling. 5. The limb is placed in decline to also promote venous filling. 6. Apply the antiseptic on the area, in circles, from the inside to the outside and let it dry. 7. The gloves are put on. 8. The catheter is held with the dominant hand and the protector is removed. 9. The vein is fixed, making downward traction. 10. The catheter is inserted with the bevel upwards at an angle of 15-30°, depending on the depth of the vein. 11. Puncture slightly below the point chosen for venipuncture and following the trajectory of the vein. 12. Verify that the catheter is in the vein by the appearance of blood return, loosen the tourniquet, gently remove the mandrel and simultaneously introduce the catheter. (In the cases reported, there is little blood return, and when the mandrel is removed a little, the return is lost, for this reason a new search for return is attempted and this is no longer obtained; for this reason it is decided to remove the entire mandrel and the catheter, showing the catheter already broken or otherwise the flowed tip, generating extravasation, multipunctures and tissue damage). What type of procedure? Peripheral vein cannulation is the sample related to the incident available for analysis? If yes, report the quantity. No is the sample contaminated? If yes, report the substance. Not applicable because the sample is not available for analysis. Could you send photos of the sample? Yes .¿

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of little blood return could not be confirmed from the provided photographs. The complaint of a damaged catheter was confirmed as one of the two photos show the needle protruding through the side of the catheter. The evidence of use and the location of what appeared to be blood residue suggested that the catheter tubing was punctured after the vessel was accessed. The poor blood return may have been a contributing factor of the catheter damage. No damaged or defects associated with the manufacturing process were identified from the photographs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.